Event description:
It was reported that as the coil was being removed from the box, it was noted that the device proximal tip was broken. There was no patient involvement. No further information provided.

Manufacturer narrative:
The device is not available to the manufacturer.

Event description:
It was reported that as the coil was being removed from the box, it was noted that the device proximal tip was broken. There was no patient involvement. No further information provided.

Manufacturer narrative:
The device history record review confirms that the device met all material, assembly and performance specifications. The device was not available for analysis. The device proximal tip breakage was noted during preparation. From the information provided and the investigation results the device tip breakage was most likely related to the manner the device was handled while preparing it for use. Therefore, a root cause of handling damage has been assigned to the event.